Manufacturer narrative:
Three (B)(4) devices returned. These devices were all received together in one product carton. These are not serialized product. They have no individual complaint numbers identified on each device. All devices are used. All devices are in relatively good condition. All devices have had their suture, t1 and t2 returned with them but separated from the delivery needles. All devices have their depth limiters attached. One depth limiter shows puckering which indicates force. Otherwise there are no signs of aggressive use. The root cause for this complaint symptom is unknown and t2 pre-deployment can be neither confirmed nor disproved. No further investigation is warranted

Event description:
It was reported that after the deployment of t1, the t2 deployed prematurely.